Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reporting feeling their heart "skipping some beats" and getting a "gasp" when they feel this. It was also reported the patient questioned the use of an electronic recliner chair with massage function interaction with their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.